Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a posterior cervical spinal surgery; while inserting the synapse screws, the head of the screws broke. The surgeon had to pull out with pliers by turning the remaining part screw shaft of the screw from pedicle. This is report 2 of 3 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.